Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation not as expected. Boston scientific technical services (ts) determined that this device had an increase in power consumption which affected this device's longevity. Replacing the device and returning it for analysis was recommended. To date, this device remains in service. No adverse patient effects were reported.